Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion assembly was causing the system to drain batteries. Tried turning the system components on even of the system is turned off and unplugged. Replacing the power conversion assembly resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The power conversion has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
Medtronic received information that the pcb board is cycling and draining the batteries. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that two transistors on the unit shorted.